Event description:
Boston scientific received information that during routine testing, this right ventricular (rv) lead measured a shock impedance of about 170 ohms. Additionally, the pace impedance measurement was greater than 2000 ohms. All other parameters are normal and there was no noise on the shock channel. A revision procedure was performed 11 days later, and a disconnected distal coil was reported. The source of the out of range impedance measurements was due to a connection issue with the pulse generator. All products were successfully reconnected with normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.